Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia, including values of 53 mg/dl and 47 mg/dl around a meal announcement, after which glucose tablets and juice were administered; the cause of the low glucose was unclear and device-related details were insufficient. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention to treat the low glucose. Investigation included communication with the user¿s family and analysis of information provided by the third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.